Manufacturer narrative:
Batch review performed on 17 march 2023: lot 146208: (B)(4) manufactured and released on 17-nov-2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery due to stem loosening. At about 7 years and 11 months from primary the surgeon swapped successfully the stem and head.